Event description:
Additional information received reported the pump was being used to deliver hydromorphone, bupivacaine, and baclofen. The patient symptoms were listed as increased pain and pump alarming. The patient missed a refill and the dosage was decreased until medication was available for refill to prevent the pump from going empty. The pump was refilled and was running. At 7pm on (B)(6) 2014 the patient was called and there were no acute issues. The patient was ¿good.¿ in addition to the pump the patient also took high-dose methadone 90 milligrams daily and oxycodone. It was suggested the patient may consider the eventual removal of the pump, and the patient was somewhat open to the idea.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has missed their refill date from (B)(6) 2013 to (B)(6) 2014. It was reported that the patient didn¿t realize they were alarming until after nine days had passed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.